Event description:
It was reported that the device had (B)(6) longevity and approximately (B)(6) later it reached elective replacement indicator (eri). The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.